Manufacturer narrative:
Approximately 15 inches of the distal end of the percutaneous lead (lead) was returned for evaluation. It was observed during visual examination that a previous clamshell repair from approximately 3.5 years ago and white tape were present around the outer silicone jacket at the distal end of the lead, and upon removal revealed a small superficial tear in the outer silicone jacket. Electrical continuity testing of the lead found all wires were electrically intact and resistance testing using a micro ohm meter found that each wire had approximately the same resistance. Some breakdown of the braided shield was noted in the bend relief area; however, visual examination and high potential testing found no area of compromised wire insulation. Manipulation of the wires found each wire was intact. The returned portion of the lead was connected to a test pump and a test system controller and operated the pump with no notable alarms or issues. The report of driveline fault alarms was confirmed based on the evaluation of the submitted log files; however, a correlation between the event and the evaluation of the returned portion of the lead could not be determined. The patient remains ongoing on pump support following the percutaneous lead replacement with no further alarms noted and no further events have been reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years, 7 months. The replaced portion of the percutaneous lead was received for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the system controller alarmed with a yellow wrench and driveline fault alarm. The system controller log file was submitted to the manufacturer's technical services for review. The log file captured two occurrences of a driveline fault alarm, one on (B)(6) 2016 and one on (B)(6) 2016. These appeared to be characteristic of an early driveline fault related to the sensitivity of the driveline fault detection circuitry. It was not believed to indicate a problem with the percutaneous lead. The system controller was exchanged. A second driveline fault alarm was reported to have occurred on (B)(6) 2016. The system controller log file was submitted for review. The technical services representative confirmed the driveline fault alarm, and in conjunction with the previously submitted log file, the event indicated that there may be a percutaneous lead compromise. On 08/04/2016, technical services representatives performed a percutaneous lead evaluation. The percutaneous lead passed phase interrupter testing and area of compromise that may be causing the driveline fault alarms was unable to be determined. A percutaneous lead replacement was performed on a later date. No additional information was provided.